Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error code e006 occurred due to user handling. Additionally, the event could have been triggered due to several circumstances. It generally occurred when the electrical resistance between the two electrodes increased. Originally, the error code was intended to warn the user if irrigation fluid with low conductivity was used. If conductivity was interrupted by other circumstances, error code e006 would be triggered. Other triggers included: an increase in tissue on the electrode. Increased transfer resistance by incorrectly plugged contacts on the working element or the connection cable. Increased transfer resistance due to defective contacts on the working element or the connection cable. The instrument is in a gas bubble at activation. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e006. The issue was found during an unknown procedure. There were no reports of patient harm.